Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 11/22/2014 with the following findings: evaluation revealed that the black box shows evidence of cs-054-0000 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed. No damage to the transceiver flex or pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. The battery compartment is cracked from bumper pad to cover. Returned battery cap and returned cartridge cap used to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.